Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address discomfort. Update: (B)(6) 2011. Clinical statement reports the pt was revised to address pain and stiffness.

Event description:
Patient was revised to address discomfort. Update (B)(4) 2011 - clinical statement reports the patient was revised to address pain and stiffness. Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered constant pain in and around his right hip joint, mildly elevated metal ion levels (excessive levels of chromium and cobalt) and popping and grinding of his right hip joint. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified correct lot information for the stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, lot #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec'd 3/15/2013- ppd and medical records received. After review of the medical records the revision operative note indicated a loose stem. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.